Event description:
It was reported that a deflation issue and thrombosis occurred. The 80% stenosed target lesion was located in the mildly tortuous and non-calcified coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon inflated to 12 atmospheres but initially would not deflate, leading to thrombus formation without patient symptoms. Eventually, the balloon deflated on its own after 12 minutes, and the device was removed intact. The saline-contrast ratio used was 50:50. The procedure was completed with a different device, and the patient's status was stable post-procedure. No further issues were reported.